Manufacturer narrative:
Concomitant products: product ID 3587a, lot # n0049798, implanted: (B)(6) 2006, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(6), product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
The patient reported that he has had gastric bypass and lost a lot of weight. The implantable neurostimulator was moving around the pocket for the past 6 years. If additional information becomes available regarding the event, a follow-up will be submitted.